Event description:
The physician successfully implanted a 2.25 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used approximately 9 days beyond its use by date. Patient is reported to be ok and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: failure to follow instructions (IFU instructs the user to use before ubd). Conclusions: user error contributed to event (IFU instructs the user to use before ubd).